Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 250 mg/dl at the time of incident. Customer stated that the insulin pump had a stuck button alarm and unable to clear the alarm due to unresponsive buttons . Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify stuck button alarms due to display anomaly. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with cracked case at the reservoir tube lip. Unit received with minor scratched display window, case and keypad overlay.